Manufacturer narrative:
This report is filed, may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a head trauma in the 2015 (date not reported), subsequently the patient experienced swelling and soreness at the site and was prescribed antibiotics and steroids in (B)(6) 2015 (exact date and durations not reported) which resolved the issues temporarily. The reports of pain and swelling have reoccurred and the patient has been prescribed two courses of antibiotics (dates and durations not reported) and has been advised to discontinue the use of her sound processor until issues subside. The implanted device remains.